Event description:
The customer reported, taking an adc meter reading of 120 mg/dl and then drank some orange juice because he did not feel the reading was accurate. The customer reports calling an ambulance after feeling as if he would pass out. The paramedics reported a reading of 25 mg/dl and an IV was started and the customer was transported to the hospital. There is no record of the customer's course of treatment in the hospital.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.